Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that patient presented to clinic with a new tear in their percutaneous lead and stated they were experiencing random alarms. Pump stops were recorded on the mobile power unit (mpu) and log files were submitted for further evaluation. The data showed speed reduction and pump stopped events on (B)(6) 2025. These issues only appeared to be occurred while the ventricular assist device (vad) was connected to the mpu power which is a type of behavior that has been linked to potential issues with the percutaneous lead. X-rays were taken of the percutaneous lead and appeared to show an area of inconsistency near the distal end of the bend relief. It was then reported that patient transferred hospitals where they awaited transplant. Patient was said to have been supported on ungrounded power sources until transplant. An additional undergrounded patient cable was requested. Additional log files were submitted, and it was noted that the patient had obvious driveline damage. The latest data began on (B)(6) 2025 at 8:13 and capture driveline faults. Submitted photos revealed damage to the distal end of the bend relief. The x-rays submitted were unremarkable and was unable to determine the location of short to shield. Rescue tape was applied to the obvious damage site. The percutaneous lead was repaired. Upon initial visual inspection it was noted that intermittent rescues tape was present and the silastic layer disconnected from the system controller connector. There were no active alarms. The silastic layer was cut 4" from the exit site the bionate layer was removed. Copper shielding was removed, and the red wire was spiced (low current from phase chart) followed by the black and yellow wires. The patient was swapped over to new driveline without issue. Spliced remaining orange, brown, and green wires. The area was closed up per procedure and the patient was provided with care instructions.

Event description:
It was later reported the patient as not transplanted due the percutaneous lead being fixed. No further alarms have occurred following the distal end driveline repair. It was said the patient was stable and reeducated to monitor for alarms.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Manufacturer narrative:
Manufacturer¿s investigation conclusion: evaluation of the returned external portion of the driveline confirmed wire damage that could have contributed to the reported low speed and pump stop events. The submitted log file captured multiple low speed and pump stop events from 18feb2025 ¿ 20feb2025 while the patient was connected to the mobile power unit (mpu). Of note, the patient was reportedly placed on an ungrounded cable on (B)(6) 2025 after presenting with pump stop events. An additional log file was submitted, capturing a driveline fault alarm active from (B)(6) 2025; however, there was no impact on pump function during this time. A distal end driveline repair was performed by an abbott technical services representative on 27feb2025. According to the account, no further alarms have occurred following the repair. Approximately 19.0¿ of the external portion/distal end of the driveline was returned for evaluation. Electrical continuity testing of the driveline did not reveal any discontinuities or shorts. No wire-to-wire or wire-to-shield electrical shorts were induced during this test, despite manipulation of the driveline. Upon removal of the outer driveline layers, the underlying red wire appeared to be partially fractured adjacent to the controller connector. It appeared that the wire insulation was able to be stretched and eventually pulled apart, completely severing the red wire at this location. This damage appeared to be the result of fatigue failure due to repetitive flexing of the driveline in this area. The remaining wire sections were visually inspected under the microscope; no other signs of damage to the wire insulations or underlying conductors were observed. The driveline was then submerged in a saline bath for high-potential testing to verify the integrity of each wire¿s insulation. The test did not reveal any additional areas of current leakage through the insulation of the driveline wires. If the exposed conductor of the red wire came in contact with the metal braided shield while operating on a grounded power source, a short to shield would have resulted; this could have caused the low speed and pump stop events captured in the submitted log file. Furthermore, the fractured conductor of the red wire would have resulted in the driveline fault alarms observed in the submitted log file. The relevant sections of the device history records for (B)(6) and the driveline, serial number (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate (hm) ii left ventricular assist system (lvas) instructions for use (IFU), rev. C, and the heartmate ii lvas patient handbook, rev. C, are currently available. Sections 2 and 6 of the IFU and sections 2 and 4 of the patient handbooks caution the user to avoid pulling on or moving the driveline and further emphasize not to twist, kink, or sharply bend the driveline, which may cause damage to the wires. Section 6 of the IFU and section 4 of the patient handbook also instruct the user to check the driveline daily for signs of damage, such as cuts, holes, or tears. Sections 6 and 8 of the IFU, as well as sections 4 and 6 of the patient handbooks, provide information regarding how to care for the driveline and address damage due to wear and fatigue of the driveline. These sections state that despite care, all hm ii drivelines have the potential for wire/shield breakdown to occur dependent on duration of use and movement/flexing over time. Additionally, these sections outline indications of driveline damage as well as the how to respond to such events. Section 7 of the IFU and section 5 of the patient handbook address hazard and advisory alarms, as well as how to respond to each alarm condition. The patient handbook also contains a section on handling emergencies and further instructs the user to call their hospital contact if the patient thinks that, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.